Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head has broken again for the 3rd time while brushing / brush head has fallen apart in mouth [device breakage], no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2016 that a few months prior she had purchased some oral-b brushheads, version unknown for her oral-b pro 750 toothbrush. She explained that the brush head had broken again for the third time while brushing. She stated that this may just be a production defect related to this particular pack of brush heads, and she would be happy to send the pack for inspection. No symptoms developed. On (B)(6) 2017 received follow-up phone call with consumer: the consumer reported that she still had the packaging for the brush heads. No further information was provided. On (B)(6) 2017 received follow-up phone call with consumer: the consumer reported that this was now the fourth time that a brush head had fallen apart in her mouth. She stated that she had kept all of the brush heads, and fortunately nothing had happened to her. No further information was provided.